Event description:
It was noted that the merlin 2 programmer was burnt which caused smoke to come out from the programmer and emit burnt odor. The merlin programmer was not used and replaced. No patient involvement was noted.

Manufacturer narrative:
Correction: updated e1 (physician name) and h6 (reported code) section.

Manufacturer narrative:
The field complaint of burn smell was verified. During analysis, the unit was plugged into a working ac electrical outlet, but the unit did not power on. Analysis revealed no output from power supply. Upon opening the unit, burnt plastic was found on the bottom housing. Power supply failure is the cause of the complaint. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.